Manufacturer narrative:
Patient information has been requested. Date of event unknown.

Event description:
The customer reported unit was in use and changed to stand-by without user prompt, ceasing ventilation. No patient harm reported. Patient information requested.